Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump doesn't work properly. The customer stated it hasn't stopped during priming and is pushing out all the insulin. The customer reported he is not able stop the insulin flow. The customer stated he changed his set and the reservoir problem persist. The blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.